Manufacturer narrative:
(B)(4). Although requested, the product has not been received for eval. A f/u report will be submitted with investigation results should the product be received for eval.

Event description:
The customer reported the female luer on the syringe set cracked and leaked. The clinician had to remove and replace the pt's cvc line. Although requested, no further pt or event info was provided.